Manufacturer narrative:
The endowrist one vessel sealer instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument passed the energy test when placed on an in-house system. The instrument passed the electrical continuity test. The grips exhibited some bio debris in the blade track; the blade track was cleaned. The conductor wire and other cables were not damaged. Failure analysis investigation also found that one of the instrument's grip exhibited a damage on the surface, there was a scratch with missing material and measured approximately .196. This damage may have been caused by another instrument contact. It was concluded that the damage may have been due to mishandling. No other damage was found.

Event description:
It was reported that during a da vinci colectomy procedure, the endowrist one vessel sealer instrument would not seal, they opened a second and it had the same issue. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. Intuitive surgical inc., contacted isi representative to obtain additional information regarding reported complaint and indicated that the vessel sealer instrument was sealing fine, when the surgeon went to cut, the instrument went into a recoverable fault and the blade was exposed. The instrument was removed and re-inserted and then the instrument would not calibrate.